Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the outpatient department for appropriate shocks. The implanting physician analyzed the stored electrograms and suspected oversensing, which led to pacing in the right ventricle and initiated ventricular tachycardia (vt). The physician clarified that a pause in pacing might have induced the ventricular tachycardia (vt). A similar occurrence was observed in another episode, where oversensing led to a pause in pacing, allowing ectopic activity to cause ventricular tachycardia (vt) and subsequent shocks. Troubleshooting in the clinic did not reproduce the oversensing. The stored data showed satisfactory impedance and threshold trends. Technical services were consulted for further review. The available data confirmed oversensing, which inhibited pacing and resulted in a pro-arrhythmic pause. The technical services consultant requested a full save to disk for a thorough assessment of the reported issues. The device remains implanted and in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).